Manufacturer narrative:
Additional information: pt info: unknown/no information. Brand name: multifocal iol, exact brand name is unknown. Model and catalog number: unknown/no information serial number: unknown/no information expiration date: unknown as the serial number was not provided. Unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. If implanted; give date: unknown/not provided. The best estimate is about 2 years ago. Device manufacture date: unknown as the serial number was not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the tecnis multifocal intraocular lens (iol) was explanted. Through follow-up it was revealed that the implant occurred 2 years ago. No further information is available.